Manufacturer narrative:
Method of evaluation: - review of information reported to lifecell; - review of the device history record; - review of the lifecell complaint system for other complaints reported against this lot. Results of evaluation: - internal investigation resulted in no remarkable findings with no deviations or non conformances revealed during processing. - query of lifecell complaint system revealed as of (B)(4) 2013, no other complaints have been reported to lifecell against lot s11226. - as of (B)(4) 2013, (B)(4) grafts from s11226 have been distributed, including (B)(4) grafts reported as implanted. Conclusion: no device failure: based on the information reported, internal investigation into complaint related lot with no remarkable findings and no other complaints reported against the lot, the post-operative surgical site infection is unlikely related to strattice. The lot met qc release criteria for finished product. Device not returned: strattice remains implanted in the subject.

Event description:
Lifecell received notification from the FDA on 06/10/2013 of voluntary medwatch mv5030262 associated with a clinical study (not sponsored by lifecell) submitted by investigator, dr. Michael rosen. As reported, a subject in the clinical trial (nct01746316 biologic mesh vs synthetic mesh in repair of ventral hernias) experienced complications post operatively following a repair of an incarcerated ventral hernia with biologic mesh and apendectomy. Additional information was received from the investigator on 06/17/2013. The investigator reported that there was a deep infection around the strattice at about 2 weeks post op. A drain was inserted and grew vancomycin resistant enterococcus (vre). The drain was removed, the abscess recurred and then was redrained. The strattice device remains implanted and the subject is reported as doing well with the drains removed. The investigator could not determine a definitive relationship between the device and the event.